Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  had early battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product/(s): 4968-3 lead, implanted: (B)(6) 2012. A 500dm33 mechanical valve, implanted: (B)(6) 2011. (B)(4).